Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that the bd insulin syringe with bd ultra-fine ii¿ needle had orange-colored foreign matter on the needle surface as soon as she opened the needle cap. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation results: two investigations were carried out. First investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that the nurse found an orange-colored foreign matter on the needle surface as soon as she unopened the needle cap. The returned syringe was examined and exhibited an orange piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene and silicone. Sample was forwarded to manufacturing (holdrege) on 13apr2018 for further review. Second investigation summary: on 17apr2018, holdrege received one (1) 1ml, 8mm syringe from reported batch# 7037938. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis, the material and color identify it to likely be material from a syringe shield. During the production of a given batch, certain components and/or the syringe itself may undergo transport within the plant through a pressurized tubing system known as "pea shooting". During this process, the material moves along a plastic-like tube and the friction can occasionally cause filaments to form, called "angel hair". This angel hair can make its way into components and the final product undetected, and then on to the consumer. While cosmetically unappealing, this type of event generally does not confer any harm to the user of the device, as the entire device undergoes a rigorous sterilization process. Probable root cause is angel hair from this batch being "pea shot" during manufacturing. Continuous improvement projects are underway to evaluate potential upgrades to the system to help mitigate the formation of angel hair. A review of the device history record was completed for batch # 7037938. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200684602, 200685084, 200684573, 200684602] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7037938. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.